Manufacturer narrative:
D4, primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the right ventricular (rv) leadless pacemaker exhibited failure to interrogate. Further information was requested but not received.